Event description:
In november a PICC was placed. Pt became ill and went to the hospital. At the hospital they found a piece of guidewire in the heart. It was removed at the hospital. Hospital that removed wire is unk.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.